Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the ethernet adapter and bulkhead was replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that upon inspection of the system the network connection was damaged and pulled out to the point where some of the wires were showing. The system was still functional. No patient was present at the time of the event.